Event description:
Procedure type: lap nissen. According to the reporter: inserting the device did not go very smoothly and the knife did not work properly. After removing the device the transparent lens broke off from the black tube. The device broke during the procedure, but no pieces fell into the pt's cavity. Another trocar was used to complete the procedure. There was no bleeding over 2500 cc, and/or tissue damage or tissue loss. Operating time was not extended over thirty minutes. There was no conversion in procedure or prolong hosp stay.

Manufacturer narrative:
(B)(4).